Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 7.7 mmol/l compared to a lab result of 3.23 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Per the audiologist, the patient was experiencing migraine headaches and requested the device be explanted. (B)(4).

Event description:
It was not reported why the device was explanted. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2010. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.additional information has been requested, but has not been made available as of the date of this report.

Manufacturer narrative:
(B)(4).